Manufacturer narrative:
Medwatch field e1 facility name was provided as "svarha/tyks laboratoriot paivystys- ja automaatiolaboratorio t-sairaala/g-osa huoltopiha 1". The creatinine reagent lot number and expiration date were requested, but not provided. Quality control data showed results that were outside of range. The field service engineer determined there was a leaky cell rinse tube. The tube was replaced, the gear pump pressure was adjusted, and probes were changed. The engineer then checked the probe alignments. The customer replaced the reagent pack and controls recovered acceptably. Patient samples and precision studies were run and everything was ok. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the replacement of the reagent pack.

Event description:
The initial reporter stated they received questionable results for approximately 90 patient samples tested for creatinine on a cobas 8000 c702 module. The specific creatine reagent used was requested, but not provided. The questionable result for one patient sample was caught on a delta check and this led the customer to run controls on the analyzer. The controls recovered out of range high. The customer provided examples of data for four patient samples with discrepant creatinine results. The first sample initially resulted in a creatinine value of 100 umol/l and it repeated as 45 umol/l. The second sample initially resulted in a creatinine value of 93 umol/l and it repeated as 41 umol/l. The third sample initially resulted in a creatinine value of 102 umol/l and it repeated as 47 umol/l. The fourth sample initially resulted in a creatinine value of 101 umol/l and it repeated as 47 umol/l.